Manufacturer narrative:
Per tandem user guide: do not use your pump if you think it might be damaged due to dropping it or hitting it against a hard surface. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was dropped. The customer did not have an alternate method of insulin therapy available but declined follow up from tandem technical support to confirm an alternative method of insulin therapy was obtained. Customer¿s blood glucose level was 201 mg/dl.